Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a stent had dislodged. A procedure was being performed with a 3.00 x 38 synergy ii drug-eluting stent. It was noted that the device was unable to cross the lesion and that the stent dislodged.